Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: root cause was determined to be a user interface issue, as the customer used the set past its labelled expiration date.

Event description:
Due to EU personal data protection laws, the patient information and outcome are not available from the customer.

Manufacturer narrative:
Investigation: one primed optia collect disposable set was returned for investigation. Upon visual inspection, it was noted that the ac and saline drip chambers and the saline line sterile barrier filter had been rf sealed and removed. The inlet and return saline roller clamps and the ac check valve were observed to have been assembled correctly with the roller clamps in the closed position. All pinch clamps were observed to be in the closed position. The disposable was visually examined and no kinks, occlusions or missing parts were observed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer initially reported that during prime of a mononuclear cell (mnc) collection procedure, the received multiple pressure alarms. Upon investigation by the terumo bct specialist, it was discovered that the customer used an expired disposable set. The spectraoptia collection set was labeled with an expiration date of 01/01/2017 and the procedure was performed on (B)(6) 2017. No medical intervention was required for this event. Patient¿s information is not available at this time. Patient outcome is not available at this time.